Manufacturer narrative:
This device is 510k exempt. Evaluation summary: even though the customer(s) selected the brush based on the carton labels, the channel of endoscope can be cleaned completely and not related to safety issue since the outside diameters of compatible brushes described on the carton labels are smaller than the IFU. We have confirmed that the carton labels has already been updated with a new one. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The quantity of 8 cartons labelled with a channel range of 2.7 to 4.8mm was detected in the stock, while the manual indicates a channel range of 2.0 to 5.0mm.